Event description:
Same case as MDR ID# 2134265-2012-04297. It was reported that during a percutaneous intervention (pci) ablation procedure, vessel perforation occurred. The target lesion was located in a heavily calcified bifurcation in the left anterior descending (lad) artery. The physician advanced an unknown size rotalink burr over a rota wire to the lesion, perforation occurred. An unknown stent was placed and pericardiocentesis was performed using a non-bsc needle which nicked the liver. The patient expired the next day. The physician is fairly confident the patient expired as a result of the pericardiocentesis needle nicking the liver and does not believe the rotalink burr or wire contributed to the patient death.

Manufacturer narrative:
(B)(6). Event date: (B)(6) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).